Manufacturer narrative:
The account did troubleshooting and found that when they disconnected the bed from the wall unit the nurse call is functioning. The suspect cause is in the side com power control board. The account placed an order for the side com power control board and the part in question will be returned to hill-rom. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom rec'd an e-mail stating that when the account is connecting the side com communication cable to the hill-rom bed the head unit of the nurse call system from that particular room is not functioning. The bed was located in (B)(6). There was no patient/user injury reported. (B)(4).